Event description:
Customer reported that on (B)(6) 2023, when the pre-infusion tube was flushed to the patient, the pre-filled flush tube was connected, and a serious leakage was found, because the patient was pre-discharged on the same day, and wanted to seal the tube and pull out the needle, but the water leakage was serious and could not be sealed, so after extraction, the drug was re-implanted in the drug delivery device and the drug was used after regular sealing to inform the patient of the precautions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking powerloc is confirmed but the exact cause could not be determined. One 20 ga x 0.75 in. Powerloc infusion set without y-site was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. The safety mechanism was engaged over the needle upon the return of the device. A functional test of attempting to infuse water into the luer using a 12 ml syringe revealed the luer to leak. A microscopic observation revealed a longitudinally aligned crack along the luer. While mechanical stress on the luer may have contributed, attempts to replicate the damage using a non-complainant device were unsuccessful, suggesting that an additional, unidentified factor(s) also contributed. Therefore, the complaint of a leaking infusion set is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
Customer reported that on (B)(6) 2023, when the pre-infusion tube was flushed to the patient, the pre-filled flush tube was connected, and a serious leakage was found, because the patient was pre-discharged on the same day, and wanted to seal the tube and pull out the needle, but the water leakage was serious and could not be sealed, so after extraction, the drug was re-implanted in the drug delivery device and the drug was used after regular sealing to inform the patient of the precautions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.